Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient stopped using the ilet and preferred multiple daily injections after experiencing episodes of hyperglycemia; the patient resides in a care facility and support for device use was limited, and troubleshooting with education and a retraining attempt were completed without identifying device alarms or malfunctions. Symptoms included hyperglycemia. Outcomes included no reported injuries, no hospitalization, and no medical intervention beyond discontinuation of the device and continuation of mdi. Investigation included review of available use history and user feedback, along with troubleshooting and education. The device was returned. Investigation of this case revealed no device alerts or hardware issues, and the cause of the hyperglycemia remained unclear with user and care-setting factors considered. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.